Event description:
Pt burned under ECG electrodes while undergoing MRI scan. One third-degree burn, two second-degree bruns, and one first-degree burn. Approx one week later, a 2nd pt received two second-degree burns under similar conditions.